Event description:
It was reported that customer experienced malfunction with pump, with no further details about issue and no blood glucose information available. There was no reported impact to the customer¿s blood glucose level. Distributor and technical support arranged for pump to be returned for evaluation, confirmed that pump could start, charge, and be recognized by computer, noted that registry clearing and data error alert had occurred and that profiles and history were cleared, and provided replacement pump to customer while awaiting return and inspection of original device.